Event description:
It was reported that on (B)(6) 2023, the patient underwent dynamization by implant removal, proximal bolt from medial, and extracorporeal shock wave therapy (eswt) due to leg length discrepancy. The leg length shortened by 4.1 cm on the right after iii° open fracture of the right lower leg. The patient sustained a right tibial shaft fracture of classification of 42c3, type iiia on (B)(6) 2023. An additional right fibula classification 4f2a was noted. On the date of injury surgery occurred with external fixation utilized. On (B)(6) 2023 resection of the tibia with a total defect 4.0 occurred. On (B)(6) 2023, a tibial nail construct was implanted. On (B)(6) 2023, radiology showed visible callous with no reported adverse events. On (B)(6) 2023 radiographs confirmed bone union had been achieved. However, it was noted at this time that leg length shortening by 4.1 cm on the right had occurred. This report involves an unknown nail head elements: fns bolt. This is report 1 of 4 for (B)(4). This complaint is related to (B)(4), which captures the patient undergoing additional implant removal on (B)(6) 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown nail head elements: fns bolt/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.